Event description:
It was reported that a stent damage occurred. The 75% stenosed target lesion was located in a moderately calcified and moderately tortuous posterolateral of left circumflex artery. After performing pre dilatation using 2.0 balloon catheter, a 2.50x24mm promus element stent delivery system was selected to treat the lesion but did not cross the lesion. As several attempts did not resolve the issue, the lesion was dilated again. The device still could not cross the lesion. When the device was removed from the patient and was examined, they found out that the mounted stent strut on the system was lifted. The procedure was completed with another of the same device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).